Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture with detachment of balloon material occurred. The location of the lesion, degree of calcification, and vessel tortuosity are unk. The maverick2 20mm x 3.0mm balloon catheter was advanced, however, upon inflation, the balloon ruptured. It is not known how many inflations were made nor to what atms the balloon reached on each inflation. It was noted that "product was left inside the pt". It is not known what attempts were made, if any, to retrieve the detached portion of the device and it remains unclear if the detached portion remains inside the pt, however, the pt's status is reported as "stable".